Event description:
The dressing was coming off of the catheter so the mother taped the catheter and while the pt held it and the catheter broke. The catheter did not migrate because the pt had a hold of it. The mother secured it and they went to the ER to have it exchanged. No further info.